Event description:
It was reported that a vascu-guard product did not look as it should. The reporter stated that the smooth side of the product ¿looked rougher than it usually looks.¿ this occurred before use. No patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection revealed that the difference between the smooth and rough side of the patch is distinct but not obvious. The reported condition was verified. The cause was determined to be contact with the foam component of the product¿s packaging. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was received in a condition that could not be evaluated; however, a companion sample was received. The previously reported evaluation was performed on the companion sample. Should additional relevant information become available, a supplemental report will be submitted.